Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: it was performed the DHR, quality notifications and maintenance records were checked where they were not found potentially related to failure. Photos of the claimed incident were received for evaluation and it was possible to verify broken in the luer. Investigation conclusion: this is the first complaint related to the identified incident and from this complaint will be monitored for trend evaluation. Root cause description: the possible cause for the damaged cylinder is a failure in the syringe assembly that caused the luer damaged.

Event description:
It was reported that syringe plastipak 20ml ll s/su was damaged. The following information was provided by the initial reporter: needle connection site was damaged.